Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was possibly dislodged. Additional information received indicates the physician was notified but no radiographic examination was performed to confirm dislodgement. The lv lead remains in service. No adverse patient effects were reported.